Event description:
It was reported that cartridge alarm 20 occurred and did not happen during cartridge loading, and caller had not previously experienced this type of alarm with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, loaded new cartridge using proper technique, successfully resumed insulin therapy, and original cartridge lot number was unavailable.